Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h13a25018 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13b19027 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
This is report 1 of 2 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The reporter mentioned the patient had experienced elevated white cell count and peritonitis. The reporter declined to provide any further information.